Event description:
Blade protruded through packaging (package was not open). Safety guard on scalpel was not covering blade. Nurse was taking scalpel from bin and blade struck her thumb.

Manufacturer narrative:
No medical intervention was required. Cut finger was cleaned, band aid applied. The incident device was returned. A follow up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain additional info which was not known or was not available when the initial report was submitted, a supplemental report will be submitted to FDA.